Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple new cartridges. There was no impact to customer's blood glucose level. It was indicated that the customer has manual injections available as alternate insulin therapy.